Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient samples using vitros tropi es reagent pack lot 2585 processed on the vitros eciq immunodiagnostic system (s/n (B)(4)). Patient sample vitros tropi es result 0.085 ng/ml versus expected <0.012 ng/ml. The most likely assignable cause for the non-reproducible, higher than expected vitros result is analyzer related, as the pre-service vitros tropi es within-run precision test generated atypical results. The ortho field engineer (fe) replaced the reagent metering pump, the reagent metering probe assembly and the reagent probe rack assembly, along with all necessary tubing, followed by necessary adjustments. Following completion of service actions, acceptable within run precision and quality control results were obtained indicating that the vitros eciq system was returned to its expected performance. Based on historical quality control results, a vitros tropi es lot 2850 performance issue is considered unlikely however, the troponin I level in the low level quality control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a transient reagent issue cannot be completely ruled out. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event as it could not be confirmed the samples were processed in accordance with the sample collection device manufacture recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected troponin I result for a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient result 0.085 versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was not reported from the laboratory and there was no allegation of actual patient harm. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).